Manufacturer narrative:
(B)(6): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used subcuticularly. The pt developed a small area of redness about 6 weeks post-operatively where the knots were tied. Also, a small pimple developed that drained pus-like fluid until the knot was removed. There was no reaction in the center of the wound when the running suture was still in situ.